Event description:
It was reported that the (B)(4) intraocular lens was inserted into the pt's eye and then removed due to kinked haptic during insertion. The incision was enlarged to remove the intraocular lens and another lens of same model was implanted. There was no pt injury. Please reference MDR# 1119279-2012-00014 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.